Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
No damage noted during unboxing of the pack (sn: (B)(6)). The source of the leakages was not identified. The kits were not used in operating room, only primed with normal saline. There was no patient involved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during extracorporeal membrane oxygenation (ECMO) kit priming procedure, it was noted out of box product failure in 2 ECMO kits. One (sn: (B)(6) was noted oxygenator leakage. The other one (sn: (B)(6), the system priming bag was not properly sealed, saline leakage at ECMO priming initiation. The kits were not used in operating room, only primed with normal saline.